Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited loss of capture (loc) in the left ventricular (lv) lead. No adverse patient effects were reported. This device remains in service.